Event description:
Following 360-degree catheter advancement, retraction and vasodilation, the catheter came apart inside schlemm's canal. The surgeon manually retrieved the broken catheter using forceps.